Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50mm x 16mm liberté¿ stent was selected to treat the lesion. During procedure, the proximal shaft was broken. The device was removed completely with a snare and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that shaft break occurred. The stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50mm x 16mm liberté¿ stent was selected to treat the lesion. During procedure, the proximal shaft was broken. The device was removed completely with a snare and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the liberte stent delivery system (sds) was received with no other devices. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. The hypotube was completely separated 90cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).